Manufacturer narrative:
H.6. Investigation summary: bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided . Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see section h.10.

Event description:
It was reported that unspecified bd¿ syringe plunger is separating. This was discovered during use. No date/time or patient information was given. The following information was provided by the initial reporter: material no. Unknown; (provided 8881570121) batch no. Unknown ( provided 18d0834). It was reported that plunger is coming apart from the syringe. Per email: we have had another issue with the 10 cc ns syringe and the plunger coming apart from the syringe while aspirating blood from a port-a-cath. This time the blood went all over the patient, floor and chair side.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Medical device expiration date: unknown. Device evaluated by MFR: a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that unspecified bd¿ syringe plunger is separating. This was discovered during use. No date/time or patient information was given. The following information was provided by the initial reporter: material no. Unknown (provided 8881570121), batch no. Unknown ( provided 18d0834). It was reported that plunger is coming apart from the syringe. Per email: we have had another issue with the 10 cc ns syringe and the plunger coming apart from the syringe while aspirating blood from a port-a-cath. This time the blood went all over the patient, floor and chair side.